Manufacturer narrative:
(B)(4). Customer reported a hole in the package. One package was received for analysis with no carton. Package was visually examined for damage and a rip or break in the tyvek was found that is from the outside in. The package was opened for testing using methylene blue dye, which confirmed the presence of the hole. The rip is not aligned with any device component; it is over an empty section of the blister form. The defect characteristic suggest that something pressed against the sealed package. Most probable root cause is mishandling of the package outside the packaging facility. Batch history records for the device. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to the surgery, the hospital received the device and they noted there was a hole in the package, the thick paper that seals the transparent plastic part (as a blister). Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.